Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology 20 ga 1.00 in had a leak. The following information was provided by the initial reporter: "there's a hole about 3mm from the guard. The infused fluid passes through this hole and not into the venous catheter. Removing the material and inserting a new catheter."

Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-02-27. H.6. Investigation summary: one sample was received by our quality team for evaluation. Upon visual inspection it was observed that there was a cut found near the adapter along with catheter tip integrity; therefore, the incident could be verified. As there is no batch number, we are unable to perform a more detail investigation as DHR was not performed. The catheter tip integrity could have occurred during product application when the product was manipulated. The cut near the adapter was most likely caused at the feeder slots when the catheter is feed through a tube drum. There are sharp edges on the tube drum feeder slots.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology 20 ga 1.00 in had a leak. The following information was provided by the initial reporter: "there's a hole about 3mm from the guard. The infused fluid passes through this hole and not into the venous catheter. Removing the material and inserting a new catheter."